Event description:
The service report shows the customer alleged that the 840 ventilator stopped cycling while in use on a pt. There was no report of any pt harm or injury due to this malfunction. The nellcor puritan bennett customer support engineer (cse) verified an error code in memory that substantiate's the customer's claim. The cse inspected the device and replaced the bdu cpu pcb. The unit passed extended self testing.